Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical aortic valve, the left subclavian artery was used as the access route. The artery was accessed via cutdown method. The valve was successfully implanted using an 18 fr non-medtronic sheath. Following removal of the delivery catheter system (dcs), an aortic dissection was suspected during the transesophageal echocardiogram (tee) evaluation. A computed tomography (CT) scan was performed following the implant, and an aortic dissection from the left subclavian artery to the abdominal aorta was diagnosed. Conservative treatment via medical management to reduce blood pressure was provided. Per the physician, the cause of the dissection was unknown. No adverse patient effects were reported. Additional information was received which indicated that the valve was implanted without any problems. When starting closure of the implant access, a transesophageal echocardiogram (tee) noted an aortic dissection from the distal aortic arch to the descending aorta. No dissection was observed in the ascending aorta or carotid artery. No increase in pericardial fluid was observed and the access site was closed. In the post-operative contrast computed tomography (CT) there was no dissection of the ascending aorta or carotid artery. The celiac artery was barely branching from the true lumen and the superior ligament artery was branching from the false lumen; the dissection was completed at that level. There was no clear organ ischemia therefore conservative treatment. Two days following the valve procedure, chest pain presented. A follow-up CT noted the progress was antegrade. There were no findings suggestive of organ ischemia. Therefore, the patient was being followed-up to address the pain. Pain continued after that, but it has since been improving. No progression of dissection was observed in the CT scan performed seven and 12 days following the valve implant. The pain was tolerable by oral administration of calonal. The patient was discharged from the hospital eighteen days following the valve implant. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.